Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, in her sleep. The caller stated that the cause of death was heart attack and a number of other things. The caller stated that the customer had complications of diabetes, heart disease, kidney failure, and stroke. The caller did not know the customer's blood glucose at the time of death. The caller did not know if the customer was wearing the insulin pump at the time of death or not. The caller did not know if the customer used sensors or not. The caller agreed to return the insulin pump for analysis.